Manufacturer narrative:
Device received with operating currents within specific . Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarm noted during testing. The motor was tested outside of the device and passed. No battery alert noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was able to clear the alarm, but not able to rewind the pump. The customer also report the failed battery alarm. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back-up plan per health care professional instructions. Insulin pump will be returned for analysis.